Event description:
It was reported that intima-ii y 18gax1.16in prn/mz leaked on 2 occasions during use. The following information was provided by the initial reporter: material no: 384123 batch no: unknown it was reported that leakage occurred from the luer connection between the catheter hub and IV tubing on two separate occasions.

Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed as the lot# is unknown. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that intima-ii y 18gax1.16in prn/mz leaked on 2 occasions during use. The following information was provided by the initial reporter: material no: 384123 batch no: unknown. It was reported that leakage occurred from the luer connection between the catheter hub and IV tubing on two separate occasions.